Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204, can connection) was confirmed due to the electrode belt trunk cable being pulled and cut from the distribution node (dn), damaging and exposing multiple wires within the cable. The root cause for the cut cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.